Event description:
It was reported during preparation, physician was unable to pass the guidewire through the balloon catheter's tip. No pt injury reported.

Manufacturer narrative:
The catheter and guidewire were returned for evaluation. No anomalies were noted with the catheter. Examination of the guidewire showed that the gidewire's distal tip (cap) was missing.